Event description:
Customer reported that insulin was not being delivered properly during a bolus. The highest blood glucose level was unknown, only displaying "high," thus the impact on the customer's blood glucose level could not be assessed. Customer took corrective actions by administering a correction bolus via the pump and an injection via multiple daily injections. Technical support guided the customer through troubleshooting steps, including inspecting the infusion site and equipment, and eventually advised replacing the pump and related supplies.